Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular left bundle pacing (rvlbp) lead was found dislodged under x-ray. The rvlbp lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.